Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. No unexpected battery error alarm was noted after battery change. The pump was unable to perform operating currents test or displacement test due to motor error alarm. The pump had cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she had an MRI on the head area and forgot to take the pump off. The customer stated that the pump alarmed afterwards and gave a battery error. The customer had to reset the settings and she received a motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.